Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that during the first inflation, the balloon ruptured at 8 atm. Another company's balloon was used to complete the procedure. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident info. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during mfg, materials, interactions with other devices, pt anatomy, lesion calcification, lesion tortuosity, excessive applied pressure, or insufficient preparation prior to use. Reportedly, the lesion was mildly calcified, which could have contributed to mechanically damaging the surface of the balloon such that upon inflation it ruptured. However, without a returned device for analysis a definite root cause for the balloon rupture could not be determined.